Event description:
It was reported that during a laparoscopic procedure, the device stopped firing after being used. A new device was used to complete the procedure. No other details of the event are known. No patient impact reported.

Manufacturer narrative:
(B)(4). Damaged cartridge shroud additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Unk. Was the sales rep present during the surgeon¿s first few cases to insure the instrument was used in accordance with the IFU? Unk. Was the rep present for this case? Unk on which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unk. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Asku. Was the cartridge loaded with the retaining cap on? Asku. Was there an attempt to load the cartridge proximal end first (like en endocutter)? Unk did anyone move the firing knob to the left or right after loading the device but before firing? Unk was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku were any of the forces higher or lower than expected (closing, firing, or opening)? Stopped firing. Was there any difficulty removing the device from the tissue? Unk. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Unk. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Unk. Was a leak test completed? Unk. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Unk. If the device locked out, did it lock out on tissue or prior to use on tissue? Unk was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? Unk. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) Unk what were the patient¿s pre-op diagnosis and/or pre-existing conditions that could have impacted the patient¿s health/surgical outcome? Unk. How long has the surgeon been using this device for this procedure? Unk. What predicate device was used by the surgeon? Unk. Was there a recent conversion to ees devices in this account or with this surgeon? Unk. The analysis results found that the instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received fully loaded with staples, the swing tab in unlocked position and with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. The instrument was tested for functionality with a test cartridge reload and it performed as intended. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.